Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump component of the level 1 trauma fast flow system (h-1200) failed to pump the fluid. The unit was not warming and produced a low temperature alarm as a result. This event occurred during an operation/procedure. The product problem did not result in any patient injury.

Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in fair condition. Visual inspection revealed that a crack in the return tube had leaked water, and damaged multiple internal components. The investigation verified the customer reported product problem: pumping/warming failure/low temperature alarm. The crack, which ultimately led to the product failure, was attributed to a design issue. This was established as the root cause. The return tube and main pcb were replaced. The device passed all the functional tests following this repair.